Manufacturer narrative:
The device is currently undergoing laboratory testing.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this boxed device could not be interrogated. The device was received at boston scientific's return products department.

Manufacturer narrative:
Upon receipt, the device was received with the packaging intact. Visual inspection of the lead barrel and header of the device noted no irregularities. The seal plug and set screw functioned normally. Analysis of the device memory revealed no functional irregularities and no battery fault codes. The battery status was good and the device had not declared elective replacement indicator (eri) prior to explant. All telemetry operations were found to be normal with the programmer. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. It was concluded that this device performed normally throughout laboratory testing.